Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was hospitalized due to diabetes ketoacidosis. The customer was treated with insulin drip and manual injections. The blood glucose reading at the time of the event was 577 mg/dl. Prior to the event, the customer vomited, felt nauseous, and had high blood glucose. The customer stated that the bolus was not working. The insulin pump will be replaced. No further information was provided.